Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2000- the patient was implanted with a non-bard/non-davol mesh product. On (B)(6) 2003- the patient was implanted with a bard/davol mesh during an unspecified pelvic repair procedure. The attorney's report alleges pain, suffering, disability, impairment.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.